Manufacturer narrative:
(B)(4) samples were returned and tested; all (B)(4) of them visually and manually by finger test. Testing revealed no "crack in the top of the catheter" problem. All of the samples were in conformity with the norms. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a known issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
Customer had difficulties passing sphincter. The first time he used speedicath compact male he felt like the catheter was tearing his urethra. After this incident, he observed blood and clots in his urine for two days. He noticed a crack in the top of the catheter, but threw it away. He went to the doctor who advised him to drink a lot of water. No further actions. After 2 days, it stopped bleeding and everything is fine now. No further information available.